Event description:
The recipient is reportedly experiencing loss of sound followed by loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient was not reimplanted with an advanced bionics cochlear device, but another cochlear device. Advanced bionics considers the investigation into this reportable event as closed. The center will not release the explanted device to advanced bionics for analysis. The device will not be returned. A review of the device history record noted no rework. This is the final report.